Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during visual inspection of the device internally. Due to blood contamination throughout the device, the device was deemed unrepairable. The device was labeled not for clinical use and returned to the customer. Bodily fluid is always possible depending on the clinical condition of the patient and placement of the patient circuit. No trend is associated with events of this nature.